Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the instrument tip was bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok instrument was analyzed and found to have a broken main tube, and fragments were not returned with the instrument. The complaint was confirmed by failure analysis. Additional observations not reported by the site include signs of corrosion found on the instrument bearings. The grip input disk bearings exhibit orange discoloration. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.